Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and could not duplicate the reported issue. Physio completed unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that the device is unable to monitor paddles ECG. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio further evaluated the reported issue and determined the report of the device being unable to monitor paddles ECG was recorded in error. The hospital biomed did not recall any issues with the displayed paddles lead ECG.

Event description:
The customer contacted physio-control to report that the device is unable to monitor paddles ECG. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported issue.